Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-03505], one of the patient's leads exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117473.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.